Event description:
It was reported the right ventricular lead dislodged. The right ventricular lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of dislodgement was not confirmed. A complete lead was returned in one piece for analysis. Electrical and visual inspection were normal with no anomalies found with the exception of procedural damage.